Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the station was offline and not communicating with the pyxis es server. The customer stated that patient workflow was being interrupted due to this malfunction. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of this incident, a field service engineer (fse) confirmed that the issue was related to the hospital information technology team and cancelled the work order.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the station was offline and not communicating with the pyxis es server. The customer stated that patient workflow was being interrupted due to this malfunction. However, there were no adverse events or injuries reported based on this event.